Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "stabbing pain", "capsular contracture" baker grade unknown, and later "recall". Device remains implanted.

Event description:
Patient reported left side "stabbing pain, pain, capsular contracture baker grade ii." Additionally patient reported "recall." Physician reported "small amount of intracapsular fluid posterior to the left" and rippling. Device remains implanted

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.